Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument cable broke while gripping tissue. The site did not have a backup instrument. The procedure was converted to laparoscopic surgery with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint, "breakage of the tenaculum forceps cable when gripping the operative tissue." The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage.